Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient is receiving their therapy and no further issues were found. No patient symptoms were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there were four high electrodes, electrodes 12-15. The electrodes were not being used in programming. No patient symptoms were reported. No further complications were reported as a result of this event.